Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but it's unclear if there was medical intervention. Reporting out of the abundance of caution. Outcome of the irritation.